Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular and dysmenorrhea. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and menstruation irregular ("irregular menses") and was found to have vitamin d decreased ("low vitamin d issues, 50000 twice a week"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, vitamin d decreased and menstruation irregular outcome was unknown. The reporter considered dysmenorrhoea, menstruation irregular and vitamin d decreased to be related to essure. The reporter commented: in communication with other patient regarding low vitamin d issues, this patient reported that she took 50000 twice a week. (B)(6) 2014 (as per mr discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2017: impression: 1. Essure device within the expected region oi the fallopian tubes bilaterally.. Concerning the injuries reported in this case, the following event was reported via social media: vitamin d decreased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular and dysmenorrhea. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and menstruation irregular ("irregular menses") and was found to have vitamin d decreased ("low vitamin d issues, 50000 twice a week"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, vitamin d decreased and menstruation irregular outcome was unknown. The reporter considered dysmenorrhoea, menstruation irregular and vitamin d decreased to be related to essure. The reporter commented: in communication with other patient regarding low vitamin d issues, this patient reported that she took 50000 twice a week. On (B)(6) 2014 (as per mr discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2017: impression: essure device within the expected region oi the fallopian tubes bilaterally.. Concerning the injuries reported in this case, the following event was reported via social media: vitamin d decreased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: medical record received : event medical device removal, reporter information and medical history was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.